Event description:
It was reported that the pt was implanted a zimmer mmc cup 64/56mm code v on (B)(6) 2010. On (B)(6) 2012 the pt was revised due to pain.

Manufacturer narrative:
The MFR did not receive devices x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).